Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on the xact instructions for use (IFU), stent fracture, deformation and/or stent damage and restenosis of the stented area are known potential adverse outcomes associated with carotid stents. In this case, no anomalies to the catheter reported during delivery system inspection prior to use and in addition, no stent related discrepancies were reported at the time of device preparation and initial stent implantation. According to the account, when the stent was originally placed 3.5 years ago, the residual stenosis was at 20-25%, whereas the current percent of stenosis prior to intervention was 80%. In this case, the product was not returned for evaluation, which may have aided in determination of cause. Angio images were provided by the user facility. Review by abbott vascular medical expert, the distal third of the stent is fractured, twisted and separated; however, the in-stent restenosis cannot be verified. At manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. In addition, incident similarity was not established when a query of the complaint-handling database was reviewed for this part and lot number combination, which suggests that there are no lot specific product quality deficiencies. Based on the available information, the event does not appear to be related to a product deficiency. It is possible that circumstances during the procedure contributed to the reported stent damage.

Event description:
Device issue: stent fracture. Time of device issue: approximately 3.5 years after stent implant. Adverse events: in-stent restenosis. Onset of adverse event: found approximately 3.5 years after stent implant. It was reported that during a diagnostic procedure in the right internal carotid artery, the asymptomatic patient was found to have in-stent restenosis and a circumferential stent fracture on the proximal stent. Intervention was attempted and aborted, but has been rescheduled. Per abbott vascular medical experts, the distal third of the stent is fractured, twisted and separated. The in-stent restenosis can not be verified. There was no adverse patient sequela reported. Although requested, there was no additional information provided.